Event description:
Philips healthcare customer service center received a call from the customer stating that while the hdi5000 ultrasound system was idle, the customer noticed it caught fire. The customer immediately extinguished the fire and called philips healthcare for repair of the ultrasound system. The ultrasound system was not being used at the time of this event and there was no pt involvement.

Manufacturer narrative:
(B)(4). The philips field service engineer went to the customer site. No injuries were reported with this event. The field service engineer replaced the parts affected by this event. The system was put back into service after the repair. The affected parts are in transit back to philips for analysis as of this MDR submission. A follow up report will be submitted once new info becomes available. K991671, k002003, k011224, k034003.